Event description:
An implantable pulse generator (ipg) system was returned from a competitor with no information. Information identified in the manufacture's database indicated the patient died approximately three months post implant of the device approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4).: the device was returned, analyzed and it was determined that there was normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. All conductors were stretched at the proximal end. A cosmetic depression on the outer insulation was noted at the connector and apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.